Event description:
It was reported that the patient had 9 seconds of asystole with loss of conscious while sitting in bed at hospital talking with family. An interrogation was performed, and it was discovered that the patient had safety pacing occurring as well as as-vs with no capture and had crosstalk. Programming changes were performed. The patient was in stable condition.